Event description:
On (B)(6) 2025: a patient developed pruritic erythematous papules on the body and face. Resolution with 1 ampoule of polaramine 1 mg. No further treatment or topical medication, no unusual foods. No dyspnea, respiratory discomfort or pharyngeal oedema. Saturation and hd stable. History of similar episode during recent hospitalization. Hypothesis: possible reaction to pre-filled rinsing solutions. No recurrence with use of nacl.

Manufacturer narrative:
As no physical sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.